Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ms3 pump had a broken cartridge case. Pump replaced. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the tamper seals missing and syringe port damaged on rear housing. There was no evidence of the error in the event history log. The customer reported problem was duplicated during the investigation; a damaged syringe port was observed, which was the cause of the reported problem. It was recommended performing the rear housing as corrective action. The root cause of the reported problem was unknown/undetermined. The device was outside its warranty period, a service device history review (device history record) was performed and the current problem was found not to be related to a previous repair of the pump. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4), corrected data: correction: catalog number: 21-7411-01.